Event description:
There was a pin-hole rupture of the inflation lumen 2 cm proximal to the proximal end of the balloon with a pressure of 8 atm. This appeared to create a coronary dissection which was solved by placing a coronary stent.

Manufacturer narrative:
Correctin to items b1 and h1 to indicate adverse event/serious injury.